Event description:
Healthcare professional reported a left side "exchange from textured to smooth device due to the patient's concern with the product" and "rupture" via CT scan. Healthcare professional later reported "pain." Device has been explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ breast pain: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. No additional observations performed on the device. No further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported a left side "exchange from textured to smooth device due to the patient's concern with the product" and "rupture" via CT scan. Healthcare professional later reported "pain." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure, breast pain.